Manufacturer narrative:
Analysis of the 961-578 found a damaged tool. The hex head of the adjustment screw had been rounded out rendering the screw unusable. There were tool marks around the outside edge of the head of the screw as well. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the medium suretrack clamp had a stripped screw. There was no patient present when the issue occurred.